Manufacturer narrative:
(B)(4). Follow up. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Manufacturer narrative:
(B)(4). Follow up report for additional information. Date of event has been updated to 11/17/2025.

Event description:
Additional information received indicating date of event is 11/17/2025.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle sftygld 25x1 rb safety mechanism was difficult to activate. The following information was provided by the initial reporter: material #305916, batch #5174466. It was reported by customer that needle stick/puncture. Verbatim: rcc received a complaint via email. Needle stick/puncture, vndr item#: 305916, lot#: 5174466, nsp# (B)(4), po#1: (B)(4). The customer advised that the safety glide slider malfunctioned and didn't slide, the user ended up being injured by needle.